Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noticed the odor of insulin and visible insulin leakage from the cartridge area after a recent full supply change, and a subsequent full supply change with a 23" teflon 6 mm infusion set was completed with insulin delivery resumed. Symptoms included hyperglycemia with sensor glucose of 322 mg/dl confirmed by fingerstick at 315 mg/dl, trending down to 309 mg/dl after the intervention, with no reported signs of ketone-related illness. Outcomes included continued use of the device at home with user monitoring and no medical intervention or hospitalization. Investigation included directed troubleshooting and education, confirmation that cartridges were not reused, and replacement of the cartridge and infusion set. Investigation of this case revealed a suspected cartridge or connection leak at the cartridge area leading to reduced insulin delivery before the supply change, with post-change glucose trending downward indicating restoration of delivery. It was concluded, based on previously established findings for similar reports, that the cause was a probable leak at the cartridge interface or infusion system resolved by full supply replacement.